Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
A customer contacted physio-control to report that when attempting to power their device on that it would not complete the boot-up process. There was no patient use associated with the reported event.